Manufacturer narrative:
Device model number, lot number, catalog number, expiration date and UDI unk. Device 510k number unk because model number unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Perforation of vessels is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove one right atrial (ra) lead, two right ventricular (rv, one capped and one active) leads, and a left ventricular (lv) lead due to bacteremia. Multiple spectranetics devices (2-14f glidelight laser sheaths, 2-16f glidelights, 11f tightrail sub-c rotating dilator sheath, 13f tightrail sub-c, 11f tightrail (long), 13f tightrail (long), torqmax sheath grip accessory, large visisheath dilator sheath) were used during the extraction procedure. The significant vegetation present on the leads prior to the procedure was removed using an angiodynamics angiovac system. Spectranetics lead locking devices (llds) were inserted into the active leads to provide traction. It was discovered that an lld was present within the capped rv lead from a failed extraction attempt in 2019; the exact procedure date is unk so 01jan2019 was used as the procedure date (MDR #1721279-2023-00033). The active rv and ra leads were removed without complication. Sutures were used to provide traction to the capped rv lead; during the extraction, the lead broke, but was ultimately removed successfully using a fish tape and additional sutures. While removing the lv lead, it was noted the lead tip was significantly scarred into the lv; the physician used a 16f glidelight to lase within the lv, and with traction, the lead tip finally broke free. The patient's blood pressure dropped. Transesophageal echocardiography (tee) confirmed a pericardial effusion. A sub-xiphoid window was performed, followed by a sternotomy. A perforation in the distal portion of the coronary sinus was discovered and repaired (this report). The patient survived the procedure. This event captures the lld providing traction within the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.